Event description:
It was reported that the patient faced an event where infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.